Event description:
It was reported that the 2600 system had a saturation fault and kv error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.